Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. The alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery and the load sequence with multiple cartridges. Additionally, it was reported that an occlusion alarm occurred. To resolve the occlusion alarms, the customer changed supplies and successfully resumed insulin delivery. Customer's blood glucose level was 150 mg/dl. Reportedly, customer continued to use the pump until a replacement device arrives.